Event description:
Follow up information received reported that the patient was reprogrammed with the result of little coverage to their painful areas. The patient desired to have the implantable neurostimulator (ins) removed because it was not providing effective therapy and that they did not like the ins protruding from their abdomen. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced undesired stimulation in the ribs and belly area. The hcp determined that the leads were implanted too high, and a revision surgery was performed on (B)(6) 2012 to correct the lead placement. No implanted components were replaced during the surgery. It was noted that intraoperative impedance measurements were not available. Approximately two weeks after the revision surgery, a manufacturer representative read impedance measurements over 10,000 ohms on electrodes 9-15. Group impedance on a program using electrodes 9-15 was above 4,000 ohms. The patient could not tolerate testing impedance at higher voltage. The patient was receiving therapy in one leg, and was awaiting prior authorization for a revision to trouble shoot the impedance issue in the operating room. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; extension model 3708160, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; extension model 3708160, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; anchor model 3550-39, lot # n246974, implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial # (B)(4).

Manufacturer narrative:
(B)(4).